Manufacturer narrative:
It was discovered while troubleshooting the reagent pack was mis-loaded and therefore in the incorrect slot of the reagent storage carousel.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding no value/ind human growth hormone (hgh) results obtained for multiple patient samples. No reports of death, injury, or change to patient treatment have been reported in connection with this event.